Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2352-50 serial#:(B)(4) model description:linear 3-4 lead 50cm a review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient reported in a customer survey that they underwent two painful surgeries. Bsn made a good faith effort to obtain additional information with no success.